Event description:
Insulet corporation received an email from geffen medical stating that the customer had an infection. No further detail was provided.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot qualification or sterilization records were reviewed, as the product lot number was provided.